Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform device history review. Insufficient information provided to perform complaint history search. This device was use for treatment. Insufficient information. Provided unable to perform a compatibility check. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported during a revision of a hip arthroplasty that a liner would not seat due to retained bone fragments within the cup. The liner was successfully implanted after a second attempt.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Implant date: (B)(6) 2014. Explant date - n/a.

Event description:
It was reported that a liner would not seat due to retained bone fragments within the cup. The bone fragments were removed and another liner was successfully inserted without patient injury or a significant delay in the procedure.

Manufacturer narrative:
This follow up report is being filed to relay corrected information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported during a revision of a hip arthroplasty that a liner would not seat due to retained bone fragments within the cup.

Manufacturer narrative:
Upon reassessment of the reported event it was determined to product did not contributed to the event and is not reportable. Initial report submitted should be voided.

Event description:
It was reported that the liner was unable to be seated due to bone fragments inside the cup. Surgeon is aware of the issue a new liner was used to complete the surgery. No additional information is made available.